Event description:
Boston scientific crm received information that the pt's entire system was explanted due to an infection. At this time, the product has not been returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 499 mg/dl and 103 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.